Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device -- 69 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received an echocardiogram on (B)(6) 2018 which showed a small mobile density in the right ventricle. It may be part of the papillary muscle or chondral apparatus however thrombus cannot be excluded. There is no evidence of right ventricle hypertrophy however systolic function is moderately to severely decreased. No additional information was provided.

Event description:
Additional information: no specific treatment was provided for the density. Since the patient was quite ill at the time with multisystem compromise, no symptoms or issues can be associated specifically with the finding of the density.

Manufacturer narrative:
Section b5: additional information. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient ultimately expired on 04sep2018 due to multisystem organ failure and his outcome was captured in the heartmate 3 momentum clinical trial (reported within MFR report number 2916596-2019-00861). No product is available for investigation. The current heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also lists thromboembolism as a potential late postimplant complication as well as providing information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.